Event description:
It was reported by the patient's legal representative that on (B)(6) 2012, the patient underwent a left total hip arthroplasty. During the procedure the following omni arc system was implanted: a. Cup magnum shell 54 x 48 biomet, inc.; serial/model/catalogue no. (B)(6). B. Hd artic 28 mm x 48 mm; biomet, inc.; serial/model/catalogue no. (B)(6). C. Neutral neck sh 8.0 degree; apex surgical; serial/model/catalogue no. (B)(6). D. Hd femoral ceramic delta biolox +0 mm 28 mm; apex surgical; serial/model/catalogue (B)(6). E. Femoral stem size 2; omni life science, inc.; serial/model/ catalogue no. (B)(6). It was further reported that due to pain and elevated cobalt/chromium, the patient underwent a revision surgery on november 8, 2023, to remove the entire arc system. During the revision surgery the surgeon noted abundant synovitis with associated, grey-tinted tissues, bone resorption of the inferior acetabulum and proximal femur and significant trunniononsis at the neck stem junction with an abundant amount of black metal material within the stem portion. In addition, significant scaring around the sciatic nerve of the left hip. Additional information from the patient's medical records reveals the patient is a tobacco user and consumes high volumes of alcohol regularly. The patient first reported left hip pain at a follow up appointment on (B)(6) 2023, and thereafter underwent a left hip aspiration on (B)(6) 2023, and then the (B)(6) 2023, left tha revision. The revision surgery was performed by the same surgeon as the (B)(6) 2012, index surgery and corin tri-fit devices were implanted during the left tha revision (part(s)/lot(s) unknown). The medical records also indicate the patient underwent a right tha on december (B)(6) 2013 using corin devices (part(s)/lot(s) unknown) which was also revised using corin tri-fit devices (part(s)/lot(s) unknown) on (B)(6) 2022; the right tha and revision were performed by the same surgeon as the left tha and revision. No further details have been received. This case is linked to (B)(4).

Manufacturer narrative:
The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.